Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coloproctology, the unit had difficulty to obtain complete seal with the device. Lot number of the devices was not reported because when the unit was change to the another energy platform, it worked fine. There was no patient injury.